Manufacturer narrative:
Hcp user reported being unable to upload through carelink uploader. "Complaint summary: hcp user reported being unable to upload through carelink uploader. Investigation/testing summary: we were not required to test this issue as it was confirmed through database application logs. After conducting a thorough investigation using available date and similar issues that were reported at the same time, it was deduced the hcp user was having difficulty uploading due to macos incapability. We supplied helpline and customer with the following troubleshooting steps: would it be possible to get the uploader. Log files from the customer's computer? Preferably if you can do two or three attempts and retrieve the log after every attempt to gather as much data as possible. It should be in this folder ""/library/application. Support/medtronic/carelink/uploader/dss/uploader. Log."" If they could attempt an upload then send us that ""uploader.log"" file that would be helpful. The helpline has provided us with feedback stating they have provided the troubleshooting steps to the customer and awaiting response. We are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10542712doc_x, version pch00098029. (Most likely) root cause: most likely some incompatibility between macos and carelink uploader fixed by update. Analysis summary: successful uploads present in database, issue appears to have resolved after hcp updated to newer carelink uploader version. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that uploader gets closed without any error message and task bar shows the program was not responding. No harm requiring medical intervention was reported. The troubleshooting was not performed. The product (mmt-7350) will not be returned for the analysis.